Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that this sipap device displayed an "e80" alarm when the unit was turned on, indicating a malfunction with the pcba (printed circuit board assembly) auditory alarm module. The customer stated that there was no patient involvement associated with this reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to physically damaged wire strands of the speaker just before the solder point causing an open.